Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Additional, changed, and / or corrected data. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally noted capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.